Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level and 0.8 mmol/l level of ketones; bg values were not provided. Bg/ketone cause was not known; however, customer's healthcare provider alleged that the pump and infusion set were the cause of bg/ketones. Pump history was reviewed and no alarms were observed to have occurred at the time of this event. Customer was treated with an insulin drip and fluids while at the hospital. Customer was released from the hospital with bg in range. Reportedly, the customer continued to use the pump for insulin therapy.